Manufacturer narrative:
Product event summary: four (4) batteries (B)(4) were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event, (B)(4), contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed momentary disconnections involving (B)(4). Momentary disconnections will result in an audible tone. As a result, the reported event was confirmed. A power source lubrication procedure was performed on the associated power sources to mitigate the reported conditions. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Additional products: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650de / expiration date: 2017-02-28 mfg date: 2016-02-28 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650de / expiration date: 2019-04-30 mfg date: 2018-04-08 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2019-04-30 mfg date: 2018-04-08 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four ventricular assist device (vad) batteries exhibited intermittent beeping. Lubrication servicing was performed on the batteries. The four batteries remain in use. No patient complications have been reported as a result of this event.